Event description:
During an arthroscopic repair, the physician reportedly utilized a magnum x, knotless fixation device. While placing the initial implant and tensioning, the suture the snare line reportedly broke. A second implant was opened but again, upon tensioning the suture, the snare line broke. The implants were retrieved from the patients bone, a new bone hole was drilled and a competitors anchor was used to complete the repair. No patient injury was reported as a result of this event.

Manufacturer narrative:
Reference manufacturer report: 3006524618-2012-00712.